Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 pocket was stuck. A field service engineer found that the medication was jammed in the cubie pockets and remoted into the station and manually released the bad cubie pocket and instructed the customer on how to replace the pocket and reload the medication into the new pocket and tested the station and confirmed the failed pocket recovered successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer pocket was stuck. The customer reported that a medication plastic bag became caught at the corner of the cubie pocket. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.